Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was hospitalized for the event. The cause of peritonitis was not reported. Treatment was not reported. On an unreported date, the patient was discharged from the hospital. The patient had not recovered from the peritonitis. Dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.